Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and cervical/neck. The patient reported that she was in a car accident on monday (B)(6) 2019. The patient stated that after her accident she saw this "call manufacturer" message on the controller and she thinks it said ¿software problem¿ but does not have the details of the screen anymore. The patient stated that she called the manufacturer representative (rep) who walked her through resetting the controller and that resolved that issue. The patient states that resetting the controller resolved the software problem issue, however now the controller says ¿cannot find device¿ when she tries to charge the ins. The patient stated that she has been trying for days. The patient stated that she saw the message that says the controller is completely charged, but the ins battery is depleted and there is no stimulation. The patient spoke to the manufacturer representative (rep) who told her to call patient services to ask for a replacement recharger (rtm). The patient stated that the rep said if this resolves the issue that¿s great, but if not, they will meet up to check the ins. Warm transfer to repair to replace rtm. The patient noted that she had the device to help with her headaches. The patient stated that ever since the car accident, she has had a debilitating headache. The patient stated that even her medicine won't help. The patient stated that she is stuck in bed, can't open her eyes, the lights bother her and its horrible. The patient stated that the headache was there a little before the accident (due to a difficult commute to the doctor¿s office) but has been progressively getting worse since the accident. The patient stated that she thinks she is having the return of headaches because the stimulator is not on since the accident since she can't charge it. The patient stated that she has taken her medication like she is supposed to and the only thing different in her daily routine is that the stimulator is not on. The patient noted that she doesn't want to take extra medication so she has been taking ibuprofen and other medicine but that is not helping either. Patient services reviewed with the patient that if replacing the rtm does not resolve the charging issue and she still can't turn stim on to help with headaches she should follow-up with the hcp. On wednesday afternoon, the patient stated that she tried to charge her battery with the new recharger wand but was still getting same response; ¿unable to find device¿. The healthcare provider (hcp) was notified by email and also instructed the patient to call and notify the physician. The rep instructed the patient to make an appointment to see the physician so I can interrogate her battery and perform the troubleshooting. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacturer representative (rep). The rep stated that the patient's appointment was rescheduled to (B)(6) 2019.